Event description:
It was reported via repair work order that the right siderail would not latch into the upright position due to the latch spindle pivot component being damaged. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.